Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') and diabetes mellitus ('autoimmune disorder type of disorder: diabetes/diabetes') in a (B)(6) female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma nos, prediabetes, back pain, abdominal pain, acid reflux (oesophageal), lipemia, sleep apnea and uterine bleeding. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2014 to (B)(6) 2014 and nexplanon. Concurrent conditions included vomiting, nausea, skin mass, obesity, musculoskeletal pain, insomnia, pain in hip, abdominal distension, left upper quadrant pain, vaginal discharge, vaginal burning sensation, dysuria, vaginal itching, dizziness, kidney stone, renal colic, fatty liver, helicobacter pylori infection, hypovitaminosis and nabothian cyst. Concomitant products included alprazolam from (B)(6) 2014 to (B)(6) 2014, benzonatate from (B)(6) 2018 to (B)(6) 2018, bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, ciprofloxacin hydrochloride (cipro) from (B)(6) 2015 to (B)(6) 2015, cholecalciferol (vitamin d3), diclofenac potassium (zipsor) from (B)(6) 2016 to (B)(6) 2017, fluticasone from (B)(6) 2017 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2013 to (B)(6) 2018, meloxicam from (B)(6) 2016 to (B)(6) 2016, metformin from (B)(6) 2016 to (B)(6) 2017, metronidazole from (B)(6) 2015 to (B)(6) 2018, naproxen from (B)(6) 2014 to (B)(6) 2016, orlistat (xenical) from (B)(6) 2016 to (B)(6) 2017, pyridoxine from (B)(6) 2013 to (B)(6) 2015, ranitidine from (B)(6) 2013 to (B)(6) 2016, salbutamol sulfate (albuterol sulfate) from (B)(6) 2017 to (B)(6) 2018, sertraline from (B)(6) 2016 to (B)(6) 2016 and trazodone from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and hot flush ("hot flashes"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection: vaginal"). On (B)(6) 2018, the patient experienced diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced night sweats ("night sweats"). The patient was treated with quetiapine fumarate (seroquel) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the diabetes mellitus, night sweats, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, nausea, dyspareunia, weight increased, fatigue and hot flush outcome was unknown. The reporter considered anxiety, depression, diabetes mellitus, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted in hsg test - results were provided in the previous version, however, this fup states that "plaintiff did not undergo confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2018: unremarkable appearance of the uterus and left adnexa. The right ovary is not visualized.. Events: ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, fatigue, dyspareunia, pelvic pain, weight gain, headache, vaginal bleeding". Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received : the case is incident. Events ¿night sweats, abnormal bleeding (vaginal, menorrhagia), vaginal: infection, apareunia (inability to have sexual intercourse), depression and mental anguish, autoimmune disorder type of disorder: diabetes/diabetes, migraines/headaches, nausea, dyspareunia (painful sexual intercourse), weight gain and fatigue¿ were added. Reporter, demographics, historical medications, medical history, concurrent condition, lab data, essure insertion/removal date; essure indication (amended), essure lot number, treatment/concomitant medications were added. Event ¿pelvic pain¿ outcome was updated to recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a 34-year-old female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, prediabetes, back pain, abdominal pain, acid reflux (oesophageal), lipemia, sleep apnea and uterine bleeding. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2014 to (B)(6) 2014 and nexplanon. Concurrent conditions included vomiting, nausea, abdominal mass, obesity, musculoskeletal pain, insomnia, pain in hip, abdominal distension, left upper quadrant pain, vaginal discharge, vaginal burning sensation, dysuria, vaginal itching, dizziness, kidney stone, renal colic, fatty liver, helicobacter pylori infection, hypovitaminosis and nabothian cyst. Concomitant products included alprazolam from (B)(6) 2014 to (B)(6) 2014, benzonatate from (B)(6) 2018 to (B)(6) 2018, bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, ciprofloxacin hydrochloride (cipro) from (B)(6) 2015 to (B)(6) 2015, colecalciferol (vitamin d3), diclofenac potassium (zipsor) from (B)(6) 2016 to (B)(6) 2017, fluticasone from (B)(6) 2017 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2013 to (B)(6) 2018, meloxicam from (B)(6) 2016 to (B)(6) 2016, metformin from (B)(6) 2016 to (B)(6) 2017, metronidazole from (B)(6) 2015 to (B)(6) 2018, naproxen from (B)(6) 2014 to (B)(6) 2016, orlistat (xenical) from (B)(6) 2016 to (B)(6) 2017, pyridoxine from (B)(6) 2013 to (B)(6) 2015, ranitidine from (B)(6) 2013 to (B)(6) 2016, salbutamol sulfate (albuterol sulfate) from (B)(6) 2017 to (B)(6) 2018, sertraline from (B)(6) 2016 to (B)(6) 2016 and trazodone from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and hot flush ("hot flashes"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection: vaginal"). On (B)(6) 2018, the patient experienced latent autoimmune diabetes in adults ("autoimmune disorder type of disorder: diabetes/diabetes"). On an unknown date, the patient experienced night sweats ("night sweats"). The patient was treated with quetiapine fumarate (seroquel) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the latent autoimmune diabetes in adults, night sweats, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, nausea, dyspareunia, weight increased, fatigue and hot flush outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, hot flush, latent autoimmune diabetes in adults, menorrhagia, migraine, nausea, night sweats, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 222 lbs. Discrepancy noted in hsg test - results were provided in the previous version, however, this fup states that "plaintiff did not undergo confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2018: unremarkable appearance of the uterus and left adnexa. The right ovary is not visualized.. Events: ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, fatigue, dyspareunia, pelvic pain, weight gain, headache, vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a 34-year-old female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, prediabetes, back pain, abdominal pain, acid reflux (oesophageal), lipemia, sleep apnea and uterine bleeding. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2014 to (B)(6) 2014 and nexplanon. Concurrent conditions included vomiting, nausea, abdominal mass, obesity, musculoskeletal pain, insomnia, pain in hip, abdominal distension, left upper quadrant pain, vaginal discharge, vaginal burning sensation, dysuria, vaginal itching, dizziness, kidney stone, renal colic, fatty liver, helicobacter pylori infection, hypovitaminosis and nabothian cyst. Concomitant products included alprazolam from (B)(6) 2014 to (B)(6) 2014, benzonatate from (B)(6) 2018 to (B)(6) 2018, bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, ciprofloxacin hydrochloride (cipro) from (B)(6) 2015 to (B)(6) 2015, colecalciferol (vitamin d3), diclofenac potassium (zipsor) from (B)(6) 2016 to (B)(6) 2017, fluticasone from (B)(6) 2017 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2013 to (B)(6) 2018, meloxicam from (B)(6) 2016 to (B)(6) 2016, metformin from (B)(6) 2016 to (B)(6) 2017, metronidazole from (B)(6) 2015 to (B)(6) 2018, naproxen from (B)(6) 2014 to (B)(6) 2016, orlistat (xenical) from (B)(6) 2016 to (B)(6) 2017, pyridoxine from (B)(6) 2013 to (B)(6) 2015, ranitidine from (B)(6) 2013 to (B)(6) 2016, salbutamol sulfate (albuterol sulfate) from (B)(6) 2017 to (B)(6) 2018, sertraline from (B)(6) 2016 to (B)(6) 2016 and trazodone from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and hot flush ("hot flashes"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection: vaginal"). On (B)(6) 2018, the patient experienced latent autoimmune diabetes in adults ("autoimmune disorder type of disorder: diabetes/diabetes"). On an unknown date, the patient experienced night sweats ("night sweats"). The patient was treated with quetiapine fumarate (seroquel) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the latent autoimmune diabetes in adults, night sweats, female sexual dysfunction, depression, anxiety, migraine, nausea, dyspareunia, weight increased, fatigue and hot flush outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, hot flush, latent autoimmune diabetes in adults, menorrhagia, migraine, nausea, night sweats, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 222 lbs. Discrepancy noted in hsg test - results were provided in the previous version, however, this fup states that "plaintiff did not undergo confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2018: unremarkable appearance of the uterus and left adnexa. The right ovary is not visualized. Events: ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, fatigue, dyspareunia, pelvic pain, weight gain, headache, vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event outcomes were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.